Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor relay. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm during bolus delivery. Customer's blood glucose was 57 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.